Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/17/2018. Device returned to manufacturer? Yes. Device evaluation: the lens was received inside the lens case in the packaging box. The lens was observed under microscope and it was observed partially torn with a missing piece. The haptics were observed positioned. The condition is typically of a removed or explanted lens. No product quality deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens was removed during the same procedure. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The intraocular lens (iol) was implanted and it turned to the side and almost dropped to the back of the eye. The iol was cut out and another iol will implanted on a later date. Incision enlargement and sutures were required. Through follow up, customer account provided additional information confirming no iol product quality issue, the vitrectomy performed was not related to the lens. The patient was sent home with no lens implanted in ocular sinister (left eye). The patient was scheduled to return to have the iol implanted. No additional information was provided to johnson and johnson surgical vision, inc.